Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The incoming evaluation confirmed and reproduced the reported error of system error 105. The unit was received inoperable due to the reported symptom, caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported there was no patient involvement.